Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Complaint received via email from affiliate on complaint form. It was reported that "procedure: total abdominal hysterectomy. They were suturing pedicles in a total abdominal hysterectomy and the suture strand came away after they passed the suture through the tissue and the suture separated from the needle. Mayo needle was used to complete the procedure. Time of delay: unknown. No ae. No patient details available." (B)(4).